Event description:
It was reported to medtronic minimed that the customer experienced scratches on the screen that impair visibility of the screen, the pump has shut off unexpectedly before, and an insulin flow-blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-242a, and mmt-1780kl. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-242a. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test, sleep current test, self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected insulin flow blocked alarms noted during testing or in the pump history within two weeks of 18-nov-2024. No motor alarms noted in the pump history or long trace files or during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked belt clip rails, corroded battery tube, and minor scratched lcd display window. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Alleged insulin flow block alarms not confirmed during testing. Alleged cosmetic damage confirmed where minor scratched lcd display window was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.